Manufacturer narrative:
D10 concomitant product: sigadaptshort, sig power sigadaptshort lin short adapt (serial #(B)(6) ; sigphandle, sig power sigphandle handle (serial #(B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical procedure involving the reload, the knife became stuck and did not retract, and the reload did not open, becoming stuck on tissue. The manual retraction tool failed to pull back the knife, and the device locked on tissue, preventing removal. It was also noted that the surgical time was extended by 30 minutes. The surgeon attempted to open the jaws without success and had to use another stapler to cut more tissue to remove the stuck device. The resolution involved resecting and re-stapling the affected area.

Manufacturer narrative:
Additional information: d9 (latest returned date), g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the reload was fully fired. The I-beam was only slightly retracted from the distal end of the channel. There was significant damage to the reload cartridge. The reload had damage to the cutting edge of the knife blade. There was damage noted to one of the adapter lugs. It was reported that the knife blade was difficult to retract and the instrument was locked on tissue. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.